Manufacturer narrative:
(B)(4). It was reported that the patient was using the device while pregnant. The dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.

Event description:
Patient contacted dexcom patient care specialist on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Patient is using the device while pregnant. At the time of contact, no injury or medical intervention was reported.